Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. The reported device was returned and evaluated. Upon visual inspection the threads shows a fractured piece. The sem report demonstrated that the material is consistent with 455 stainless steel alloy, the threaded tip fractured due to bending overload. The instrument had an estimated field ago of 3 years. It's unknown how many times it had been used. Device history record was reviewed and no discrepancies relevant to the reported event were found.root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the retention shaft inside the modular g7 impactor chipped as it was being impacted during an initial hip arthroplasty. No adverse events have been reported as a result of the malfunction.